Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that the patient faced infusion set leakage issue on 28-feb-2026. The infusion set connector was broken. No further information is available.